Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a broken latch pin where the flow sensor would not stay closed as the lid pressure could not distribute evenly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist handed him the flow sensor in a bag.

Event description:
It was reported that the flow sensor latch was worn out and unable to latch. No other details regarding the nature of this event were provided.